Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered two 10 unit insulin boluses without user request. Customer's blood glucose (bg) level was 42 mg/dl. Customer addressed low bg with glucose tablets. Tandem technical support reviewed pump data and confirmed user interaction with the pump when the two 10 unit boluses were delivered; however, the customer maintained that the boluses were not requested. Reportedly, the customer reverted to manual injections for insulin therapy.